Event description:
Caller reported a power source alert had occurred. There was no adverse impact to the customer's blood glucose level. Customer managed to resolve the issue by plugging the charging cable into a wall adapter, which allowed the pump to begin charging, and no further assistance was required.